Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise causing pacing inhibition that resulted in the patient experiencing a syncopal episode. It was noted that the patient was near the refrigerator at the time of the episode. The device was reprogrammed. The patient was in stable condition post event.